Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a system message was received during a procedure causing the system to freeze. A second system was brought in and used to complete the case. There was no patient impact reported.